Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as there is no alleged deficiency with the product explanted.

Event description:
Additional information received surgeon stated that the patients hip arthroplasty was revised due to polyethylene wear and there are no alleged deficiency with the products that were explanted as they were in situ for 30+ years.

Event description:
It is reported that a patient that had a hip arthroplasty is being considered for a revision for unknown reasons. No further information is available at this time.